Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an o ring come out of the reservoir as well as the insulin. Customer stated that she tried to pull back on the white part of the mio and it would not pull back. Customer stated that is was stuck. Customer was advised that replacements will be sent out. No additional information provided.